Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood located at the terminal pin opening, but there was no visible damage to the lead. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. In order to test stylet insertion, dried blood was cleaned out at the terminal pin opening. This allowed the stylet to pass successfully through from the terminal opening to the distal tip without issue. Analysis concluded that it was possible blood could have entered through the lead distal tip since it was not completely sealed. However, very little dried blood was noted at the tip; therefore, infiltration most likely occurred through the terminal pin opening by the way of the stylet. No further testing was performed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing threshold measurements. An invasive procedure was performed three days post implant to reposition the lead. When the lead was disconnected from the can, blood was noted to be coming out of the terminal pin. Additionally, whenever a stylet was advanced blood came out of the terminal pin. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.